Event description:
The stent "jumped forward" during deployment and did not cover the lesion completely. Another stent of unknown make and size was used to successfully complete the procedure. There was no reported pt injuiry.